Manufacturer narrative:
A.4. Unk - this info is unknown because it was not recorded on the patient's chart. B.3. Date listed is the date of the cvs procedure. B.5. Additional details have been provided as well as a correction to the patient's gestational age at the time of the cvs procedure. Section f is not completed because this event was not reported by the initial reporter to the user facilities MDR contact person.

Event description:
The patient underwent the cvs procedure at 11.4 weeks gestation. One tranacervical catheter pass was attempted, but the pass was terminated due to a subchorioic bleed; no sample was obtained. Possible spontaneous rupture of the membranes occurred 3 days post procedure. Followup ultrasound 7 days post procedure revealed no amniotic fluid. The patient underwent bed rest for one week without reaccumulation of fluid. No fetal anomalies were ID. A d&c was performed on 3/14/96.